Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported that she has been receiving multiple no delivery alarms and motor error alarm happened twice in one week. Customer stated that the motor error alarm occurred after bolus delivery. Customer reported that device might have been exposed to sweat. Customer stated he does not use the sensor feature. Blood glucose level 91 mg/dl. Nothing further reported.